Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
End user is stating that her seat uphlostry is sagging and she can feel the crossbrace.